Event description:
The customer returned the product for a system error, and during physical inspection it was found that a "travel coarse" error appeared during plunger travel testing. After investigation the results indicated a reportable malfunction due to the "travel coarse" error that appeared during plunger travel testing. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl showed the following errors: base not responding; battery communication timeout, pump motor drive off power on self-test (post); pump motor drive phase b post; base task timeout. The pump showed a "travel coarse" error during plunger travel testing. After investigation the results indicated a reportable malfunction due to the "travel coarse" error that appeared during plunger travel testing. The cause of the customer reported problem was the defective interconnect board and clutch. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the interconnect board and clutch, and the pump was recalibrated, and the pump passed all functional tests and performed as intended after repair.